Event description:
Follow-up information was received on 26-sep-2017. This case was upgraded to serious. The event "facial severe edema" was changed to "facial severe edema / mouth occlusion difficulty due to edema" and the event "an abnormal or unexpected physiological response due to hypersensitivity to radiesse" was added. The physician's diagnosis was provided as an abnormal or unexpected physiological response due to hypersensitivity to radiesse components. The patient presented facial edema and mouth occlusion difficulty due to the edema, without signs of respiratory difficulty or swallowing problems. She was treated in the emergency room, without hospitalization. Corrective treatment included clemastine (tavegyl) 2 mg as a single injectable dose and also intravenous corticoids. As reported, no other procedures were necessary, because the patient improved after treatment at the clinic. Due to the provided information, the outcome of the events was considered as, and changed to, resolving.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the adverse event, severe facial edema, was deemed to meet serious injury criteria of requiring medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for lot 100099037 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a colombian physician and concerns a (B)(6) year-old female patient. She was injected with 1 vial of radiesse into the cheekbone and naso-genians wrinkle areas, on (B)(6) 2017. Batch number was reported as 100099037 (expiry date 02/2019). Radiesse was correctly prepared, according to the laboratory instructions. The patient's medical history included hypothyroidism. Concomitant medication included eutirox. On (B)(6) 2017, on the day of radiesse treatment, the patient experienced severe facial edema, erythema and pain. Corrective treatment included corticoids. The patient continued with oral prednisolone, unspecified "allergic" medication and was scheduled to return to the clinic in 4 days. The outcome of the events was reported as not resolved. In the opinion of the reporter, the event of severe facial edema was of severe intensity.